Manufacturer narrative:
Date of report: 29sep2021.

Event description:
The customer reported that the touch screen is not responding. The customer reported that the unit was not in use on patient. The customer contacted product support and advised he is not with the unit, but when he is will try to calibrate the touchscreen. Caller advised suspect the touchscreen assembly. Provided part ID and list price of touchscreen assembly. Customer is taking responsibility to correct/repair the device. The customer has been notified to contact philips if this does not address their device issue at which point a new service order will be created. No further information will be obtained as this concluded philips remote support to the customer for this event.

Manufacturer narrative:
The biomedical technician stated that the touchscreen was replaced to address the reported issue